Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm occurred during a bolus correction for a high blood glucose. Blood glucose level at the time of the incident was 200 mg/dl. Customer also stated that when they changed the infusion set, they had to change it again due pain at the site. No harm requiring medical intervention was reported. The pump will not be returned for analysis. The / no product is expected to return for analysis.